Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the customer observed white material in the syringe. Customer's blood glucose level was not impacted. Both a syringe needle and cartridge change were performed resolving the issue.